Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Due to the occlusions the customer went to the emergency room and was admitted to the hospital, customer was unable to provide a specific date of the hospitalization. The customer was treated with intravenous fluids of saline and insulin. Reportedly the customer was discharged from the hospital after 2 days for treatment with the elevated bg resolved and no permanent damage. The customer ultimately reverted to an alternate method of insulin therapy.